Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net with an alert of non-sustained right ventricular oversensing. It was noted that the implantable cardioverter defibrillator - ICD exhibited post-paced t-wave oversensing. Programming changes were discussed. No intervention was performed.